Event description:
It was reported that during a da vinci-assisted colostomy closure, it was observed that the jaws of the vessel sealer extend instrument did not close. On 11-jan-2022, intuitive surgical, inc (isi) obtained additional information about the complaint: the customer reported that there was an issue with the vessel sealer extend instrument and that the jaws would not open. No tissue was grasped in the jaws of the instrument. The or staff opened another vessel sealer extend instrument to proceed with the case. The case was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Fa found the primary failure of non intuitive motion to be related to the customer-reported complaint. The instrument's grip open lever was manually articulated off the system and the grip tips failed to close all the way for every attempt. No grip misalignment was observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No dislodged blade was observed. Fa found the secondary failure of the missing grip drive retaining ring to be related to the customer-reported complaint. The instrument's housing was removed and the instrument was found to have a missing grip drive retaining ring, causing the washer to be dislodged. This failure likely caused the grip tips to not close all the way when the grip open lever was articulated. An additional observation not reported by the site was also observed. The instrument was placed on the in-house and failed initialization after multiple attempts. The blade failed to retract, causing the initialization failures. As a result of the initialization failure, functional tests are unable to be performed. No failures were found during log reviews. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. The vessel sealer extend logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: no errors were found in the dsp or e-100 logs that would suggest an instrument failure. The vessel sealer extend instrument was used for approximately 9 minutes without issue. No image or video clips for the reported event were submitted by the customer for review. A review of the site's complaint history identified no other complaints related to this product/event. This complaint is reportable due to the following: during a da vinci-assisted colostomy closure, it was alleged that the jaws of the vessel sealer extend instrument would not open. A backup instrument was used to complete the case. Failure analysis found that the instrument had a missing grip drive retaining ring. Although there was no report of patient injury as a result of the issue, if this were to recur it could cause or contribute to an adverse event.